Event description:
It was reported that the right ventricular lead was extracted due to chronic low r-waves, increased thresholds, t-wave oversensing, and questionable placement that could cause ventricular tachycardia. During rv lead replacement, the newly attempted lead was injured during implant as a small portion of the sheath stayed on the lead after peeling and the lead was injured while cutting. The attempted rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead in segments was returned to the manufacturer and analyzed. The inner insulation was torn. All conductors and the defibrillation conductor were distorted. The outer tubing overlay had cosmetic environmental stress cracking (esc.) The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead had apparent explant damage. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed. The outer insulation breached cut and all conductors had blood/body fluid (not obstructed.) There was blood in/on the helix/lobe mechanism and the lead had damage at implant.